Event description:
The patient reported that on (B)(6) 2021 when patient was sleeping the v-go fell of. The patient reported a tendency to move around a lot when sleeping and woke up to find the v-go off patient body and stuck to her bed. The patient had been wearing the v-go around 8 or 9 hours by that point. The patient stated she did replace the device when this happened.